Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation (helix tip stretched), lead body damage, including melting of the outer coil. This type of damage is consistent with electro cautery damage and stress generated during the explant procedure. The reported accidental cut and dislodgement is likely the result of the lead damage observed by the laboratory. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was accidentally cut and dislodged during a coronary artery bypass grafting (CABG). At the time, no further action was performed and the lead remained implanted. A few weeks later, the patient underwent a surgical intervention wherein the lead was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial lead was explanted and replaced due to dislodgement. No additional adverse patient effects.